Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm -9.5 diopter implantable collamer lens on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting, elevated iop, narrowing of angle, shallowing of acd. The surgeon also performed a secondary yag on (B)(6) 2017. The patient had blurry vision during the time of post-op. Implanted date is corrected to (B)(6) 2017. (B)(4). Corrected data: method: no additional similar complaint type events were found within the associated lot. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Secondary surgical intervention, lens explanted and replaced with shorter lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, -9.5 diopter, implantable collamer lens on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to vaulting and increased intraocular pressure. A shorter length lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received , a supplemental medwatch will be submitted.